Manufacturer narrative:
(B)(4): device history could not be reviewed as no serial number was provided. Results: no product was returned. Conclusion: cause of event cannot be determined. H3: analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a f/u report will be submitted.

Event description:
Medtronic received info that this full root freestyle bioprosthetic valve, implanted 4 years (bentall technique), was explanted due to pseudoaneurysm at the right closed coronary ostium. It was reported that at implant the left coronary ostium of the aortic root bioprosthesis was anastomosed with the left coronary of the pt; however the right coronary ostium was not used and therefore was over sewn. No adverse pt effects were reported.